Event description:
It was reported that a decrease in impedance and sensing were observed with a loss of capture. During pocket manipulations, noise was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.